Event description:
A customer reported an x8-2t model transducer would not articulate with hand controls during use. There was no injury associated with this event. After a thorough inspection and testing of the suspect transducer, the philips service engineer was unable to duplicate the failure and determined it was functioning properly. The customer had also continued to use this transducer after the reported failure without any further issues. As the transducer remains in service with no return anticipated, no further failure analysis can be performed.